Manufacturer narrative:
This report is submitted on april 7, 2021.

Event description:
It was reported that the internal magnet had extruded. The implanted device remains.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021. It is unknown if there are plans to re-implant the patient as of the date of this report.

Event description:
It was reported the patient developed an infection at the magnet site, and was hospitalised (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.